Manufacturer narrative:
Our quality engineer inspected the photo and sample submitted for evaluation. The reported issue of blood leaks out of control plug was not confirmed upon inspection of the sample. Analysis of the sample showed no damages or defects. The sample was subjected to a flashback and air water leak test. The sample passed with no abnormalities observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated.

Event description:
It was reported that the bd nexiva 20 ga x 1 in single port had a blood leak out of the control plug, the following information was provided by the initial reporter translated from chinese to english: during use, the isolation plug leaked blood and the defective product could not be returned. Photos are available. 46 units were affected. Claims need to be made, complaint reply letters need to be made, and complaint receipt letters need to be made.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.